Event description:
Maquet has been notified that two cupolas x'ten from the same configuration switched off at the same time during a surgical procedure. The customer did not report any problems completing the procedure, nor did they indicate that a pt was adversely affected.

Manufacturer narrative:
The service technician who made the technical evaluation in the field, discovered that the filter board of the power supply failed. The filter board was replaced and the lights are now fully functional. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet provides product failure investigation, analysis and resolution for the device described in this report.